Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they were getting sample short alarms on their cobas 6000 c (501) module - c501 for a system reagent, routine quality controls, and also a patient sample. The customer then stated that one patient sample had an erroneous initial result for tp2 total protein gen.2 (tp) that was reported outside of the laboratory. The sample initially resulted as 0.2 g/dl accompanied by a data flag. The sample was repeated, resulting as 5.6 g/dl. The repeat result was believed to be correct. The patient was not adversely affected. The tp reagent lot number was 19727001, with an expiration date of 01/31/2018. The customer confirmed that no issues were visually observed with the analyzer probe. No other alarms were present at the time of the event. The field service engineer determined that there were issues with liquid level detection on the analyzer. He replaced the sample probe. He adjusted sample wash and gear pump pressures. He verified rinse mechanism and probe volumes. He performed precision studies. The customer ran controls and results were within range.

Manufacturer narrative:
It was later confirmed that there were no erroneous results reported outside of the laboratory. Investigation has determined that in very rare cases, a disturbance of the sample liquid level detection (lld) may occur due to fretting corrosion on the sample probe connector. This occurred due to a production change for the connector. In those cases where the disturbance of the lld occurs, the affected sample probe may dip into the sample material deeper than intended, therefore the sample probe may be not washed adequately, which may lead to carryover. The affected sample probe connector type has been changed in production to a new connector type. With that new connector type, the lld is ensured to fully function as specified. A guide for identifying potentially affected sample probes is being provided to customers. The potentially affected sample probes will be exchanged free of charge to customers. In addition, a workaround for this issue is being provided to customers to implement until their new probes are received.